Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the device shut down several times during the operation. The device was in clinical use at the time of reported event. No harm to the patient or user was reported.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a coronary emergency treatment procedure continued when the issue happened. The procedure was completed by using other system. The philips field service engineer (fse) checked system and confirmed that device shut down during procedure. Upon troubleshooting fse found pc issue and defective ippc disk bay error. To resolve the issue fse replaced disk bay. After replacing disk bay, the system returned to use in good working condition. The codes were updated based on the investigation outcome.